Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's right ventricular (rv) lead was scheduled for a revision as it was showing high pacing impedance out-of-range of over 2000 ohms. Eventually, this rv lead was explanted and replaced. The explanting physician noticed that the lead was fractured on the suture sleeve. This rv lead was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. This lead was returned intact (not severed) with the stylet inside. Visual inspection showed significant calcium deposits (calcification) on the lead tip, outer insulation melted-open and pulled apart as well as outer coil down below (melted-open) around 6.5 centimeters from the terminal end by electrocautery at explant. The helix was deformed, stretched out and/or bent, again due to explant damage. The outer coil measured as an electrical open, which is consistent with a fracture (melted-open by electrocautery at explant). X-ray imaging showed no conductors damaged/fractured (other than the previously mentioned melted-open outer coil), and a stretched-out inner coil near the tip end, caused by pulling force by the extracting stylet. The high impedance allegation was confirmed, calcium on cardiac lead electrodes have been shown to increase lead impedance. The conductor fracture was not confirmed as x-rays showed no conductors damaged.

Event description:
It was reported that this patient's right ventricular (rv) lead was scheduled for a revision as it was showing high pacing impedance out-of-range of over 2000 ohms. Eventually, this rv lead was explanted and replaced. The explanting physician noticed that the lead was fractured on the suture sleeve. This rv lead was returned for analysis and no additional adverse patient effects were reported.